Event description:
Customer reported via phone call of not being able to exit "fill cannula" as delivery froze. Customer's blood glucose was 170 mg/dl. Customer also reported that arrow buttons were not responding. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to flattened button dome switch. No frozen screen noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.